Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. No further information was provided.

Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown.